Event description:
It is reported that the locking compression plate medial distal humerus plate broke postoperatively. The surgeon originally performed an open reduction internal fixation procedure for a fractured distal humerus on (B)(6), 2014. On an unknown date, the patient contacted the surgeon and stated while eating, felt a change. The surgeon confirmed via x-ray that the plate was broken. It was reported that the plate was broken through the distal locking (the elongated hole). Patient was replated, the surgeon added an independent lag screw and surgery was successfully completed. There was no report of a surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.